Manufacturer narrative:
This report is submitted on april 2, 2020.

Event description:
Per the clinic, the patient presented with a slight infection of the ear canal (not device related) and labyrinthitis. It is unknown if the meningitis is pre or post implantation. If it is post implantation, it is yet to be confirmed that it is meningitis. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced an episode of meningitis (B)(6) 2020 (specific date not reported) and was hospitalised for a duration of 3 months. The following additional information was received regarding the episode of meningitis. Etiology of deafness - the patient's meningitis is congenital. There was no history of cochlear malformation or reported craniofacial malformations and no reports of csf leak. The patient did not receive pre-implant immunization. There was no perioperative antibiotics administered. The receiver-stimulator well was not drilled into dura. The meningitis episode did not occur within 30 days of a neurologic procedure, no vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, the patient experienced otitis externa. The patient did not have a prior upper respiratory infection prior to meningitis. The patients csf cultures were positive for pseudomonas aeruginosa. The patient was successfully treated with IV and oral antibiotics. This report is submitted (B)(6) 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 30, 2020.